Manufacturer narrative:
Manufacturing review: the lot met all release criteria. Manufacturing records were reviewed (DHR, mrr¿s, scrap and mfg. Process changes) and there were not found evidence that the failure mode reported in this complaint is caused by the mfg. Process. Investigation summary: one equistream d/l catheter along with tunneler in two segments, peel-apart sheath and dilator, two additional dilators, an end cap, and a guidewire in hoop was returned for evaluation. Visual and microscopic evaluations were performed. The investigation is confirmed for damaged/defective tunneler, as the the proximal plastic end of the tunneler was received broken from the device. Microscopic evaluation revealed more detail on the break surface on the proximal end of the plastic. Cracking was observed on the break surface. The surface was observed to be mostly smooth in texture. No obvious tool damage was observed on the outer surface of the plastic. The definitive root cause for the reported damaged tunneler issue could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the event. However, vt-sca-19-4398 is currently opened to address the issue and identify appropriate actions. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.

Event description:
It was reported that prior to hemodialysis catheter placement, the tunneler tip broke off and was rendered unusable. It was further reported that another device was used to perform the procedure. There was no reported patient contact.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that prior to hemodialysis catheter placement, the tunneler tip broke off and was rendered unusable. It was further reported that another device was used to perform the procedure. There was no reported patient contact.